Manufacturer narrative:
During removal of the angioguard, the patient experienced a sudden onset ischemic stroke with left hemiparesis. The patient was a white female with a history of hyperlipidemia and hypertension. The target lesion was the ostium of the right internal artery with a pre-procedure stenosis of 80%. A precise rx 10 x 40mm stent was deployed at the target lesion with a post-procedure stenosis of 10%. The patient received tpa immediately following onset of cva and cat scan. At the 30 day follow-up visit on the patient exhibited slight left hand/arm weakness (but scored 0 on nihss). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient's vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report is from the (B)(4). The patient was a white female with a history of hyperlipidemia and hypertension. The target lesion was the ostium of the right internal artery. Pre-procedure stenosis was 80%. Lesion length was 20mm and diameter was 5mm. A precise rx 10 x 40mm stent was deployed at the target lesion. Post-procedure stenosis was 10%. An angioguard rx was successfully deployed and retrieved during the procedure. During removal of the angioguard, the patient had a sudden onset ischemic stroke with left hemiparesis. The patient was discharged the following day.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2012-00012. Additional information will be submitted within 30 days of receipt.